Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. The instrument was analyzed, and failure analysis could not replicate nor confirm the issue. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. No errors were found in logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the synchroseal instrument could no longer perform the sealing function. The procedure was completed with no reported injury.